Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet bionic pancreas user experienced an unresponsive screen that would not unlock, preventing interaction with on-screen controls and meal announcements, while the dexcom cgm showed a blood glucose of 171 mg/dl and a sensor-expiration notification was present. Symptoms included no reported adverse clinical effects. Outcomes included the user reverting to backup therapy while a replacement ilet was arranged. Investigation included remote troubleshooting instructions to place the ilet on the charger and perform a restart using the sleep/wake button, review of device notifications, and coordination for device replacement and and inspection of the returned device. Investigation of this device revealed a suspected device malfunction of the user interface touchscreen, with the affected component being the display or touch interface assembly. It was concluded, based on previously established findings for similar reports, that the cause was likely a device malfunction related to the touchscreen interface.